Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the patient (the patient's mother) contacted lifescan (lfs) alleging that her daughter's onetouch ping meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the meter started to read inaccurately high at 9pm on (B)(6) 2016; however, no results were provided for this time. The patient manages her diabetes with insulin pump therapy. The reporter denied that the patient had made any changes to her usual diabetes management routine after the start of the alleged issue. She reported that about 2 hours after the issue began, the patient experienced a seizure. The reporter indicated that she administered food/drink to the patient to treat her symptoms at around 11pm on (B)(6) 2016. She reported that at around 11:30pm on (B)(6) 2016, the patient obtained an alleged inaccurately high result on the subject meter of 271 mg/dl compared to 82 mg/dl on a true result meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs's accuracy criteria. During troubleshooting, it was established that the patient's test strips had been stored correctly, the test strips were within expiry date and the test strip vial was not cracked or broken. The reporter confirmed that the meter had been set to the correct unit of measure at the time of the tests. The reporter also confirmed that an approved sample site had been used to obtain the blood samples. The cca walked the reporter through a control solution test and the result was in range. The patient's products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.